Event description:
Related manufacturer reference number: 2017865-2022-05928. It was reported that the patient presented for a remote follow up via merlin.net with ventricular tachycardia and episodes of non-sustained right ventricular oversensing due to noise oversensing recorded by the implantable cardioverter defibrillator. The device was unable to provide adequate therapy and exhibited noise oversensing and functional loss of capture. The right ventricular lead also exhibited over-sensed noise. A transcutaneous pacemaker was used. The patient was in stable condition.